Event description:
Per the clinic, the battery of the external sound processor was found to have become hot. The equipment was requested to be removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.